Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) (B)(6) alleging his onetouch verio iq meter read inaccurately high compared to another device. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the morning of (B)(6) 2013. The patient reported blood glucose results of ¿227 mg/dl¿ with the subject meter and ¿106 mg/dl¿ on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient manages his diabetes with insulin. Based on the alleged result, the patient administered himself insulin (amount not specified). About 30-45 minutes later, the patient claimed he felt a ¿tingle in his hand and mouth¿ which he associated with low blood glucose. The patient ate bread and cheese as treatment. By the time the patient arrived at his physician¿s office, the patient reportedly felt better. The patient obtained a blood glucose result of ¿102 mg/dl¿ with the physician¿s meter. No additional treatment was specified. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient's reported symptoms of ¿tingle in his hand and mouth" does not meet lifescan's criteria for a serious injury. There is no evidence the patient administered inappropriate self treatment due to the alleged issue. However, this complaint is being reported because the subject meter did not meet lfs¿ accuracy criteria.

Manufacturer narrative:
Follow-up # 2 ¿ (10/18/2013).the patient¿s meter has been returned and evaluated by lifescan product analysis on 8/29/2013 and 10/10/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 ¿ (09/18/2013). The patient¿s test strips have been returned and evaluated by lifescan product analysis on 8/29/2013 and 9/10/2013, respectively, with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed.the meter has also been returned to lfs; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.